Event description:
It was reported that the ilet user repeatedly entered multiple ¿ghost¿ meal announcements across several meals. This included announcing six "more than" breakfast announcements, which then brought blood glucose (bg) down to 54 mg/dl, and for lunch on that same day, the user announced three "more than" lunches, which brought bg down to 53 mg/dl. Symptoms included hypoglycemia. Several unsuccessful attempts were made to contact the user for additional information. Outcomes included urgent low glucose alerts and insufficient information. Investigation included review of device data and user-reported history. Investigation of this case revealed user-induced inappropriate dosing behavior through excessive meal announcements; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user interaction and use error were the likely causes.